Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on 22-jun-2024. The insulin did not exit with plunger push. The occlusion was in tubing. No further information was available.